Event description:
A report was received that the patient was experiencing burning sensation and discomfort at the ipg pocket site. Database analysis revealed no anomalies. The patient underwent a revision procedure wherein the ipg was relocated and extension leads were added. The patient was doing well postoperatively.